Manufacturer narrative:
Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously sent into service for the reported condition of ?occlusion, upstream, false alarm?. (B)(4)

Manufacturer narrative:
The condition of constant false upstream occlusion alarms on channel a was confirmed through evaluation due to a faulty phm (pump head module). The channel a phm was replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4)

Event description:
During device evaluation by baxter on a colleague infusion pump, constant false upstream occlusion alarms occurred on channel a. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 5.04.00 categorized as unremediated.